Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected off no power alarm, no blank display and no battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 297 mg/dl. The insulin pump had an off no power without the low battery warning and it would not turn on. The keypad had scrolling numbers and it was unresponsive. Troubleshooting was not able to resolve the issue. The device was returned for analysis.